Event description:
The customer, a syncardia certified hospital, reported that the patient smelled a burning smell while being supported by a freedom driver. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Manufacturer narrative:
Visual inspection of the internal components revealed accumulated debris on and in the primary motor and the secondary motor was out of bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed multiple recorded alarm codes which indicated that the primary motor stopped and the secondary motor engaged. During function testing, the driver exhibited a fault alarm, as designed, when the drivelines were kinked, however, the alarm did not cease after the drivelines were unkinked. Additionally, after two hours of the observation test, the driver exhibited a temperature alarm and a burning smell was noticed thus confirming the customer-reported issue. The root cause of the customer-reported issue was determined to be the accumulated debris on the primary motor which increased the resistance and temperature of motor. This heated the debris and caused the "burning smell" reported by the customer. Syncardia has opened a corrective and preventive action (CAPA-2022-0027: corporate-freedom driver primary motor and piston cylinder assembly failure) for this issue. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.